Event description:
It was reported that the patient's right ventricular (rv) lead had high thresholds and no sensing. Intervention was performed, and the rv lead was repositioned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead was capped and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.